Manufacturer narrative:
The insulin pump was received with a partially broken reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked case at the reservoir tube window corner, scratched reservoir tube window and a missing reservoir tube seal.

Event description:
The customer's parent reported via telephone call that the lip of the reservoir compartment broke. The parent reported gluing the piece back into place. The parent did not recall a blood glucose reading. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.